Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. Device inspection confirmed the reported "battery inoperable" alarm. The evaluation determined that the reported event was due to a battery issue. The internal battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr #: (B)(4) .

Event description:
It was reported to resmed that an astral device displayed a "battery inoperable" alarm. There was no patient injury reported as a result of this event.